Event description:
The doctor placed the probe and advanced tines to four cms and then wanted to reposition the needle and then he couldn't retract the tines. It was almost like it was locked. The machine read bad device, poor connection. He then got the tines to come in and he removed the probe. As I unhooked the probe from the generator, the plastic piece from the connector cable from the probe to the generator broke off in the generator. I was able to get it out and the piece is in the box with the broken probe that will be sent back. The doctor then placed another semi-flex talon and finished the procedure. On the post CT scan, the doctor noticed a tine or two stuck in the lesion. We then looked at the first device that didn't work and realized there were two tines missing. The doctor is leaving the tines in the tissue and will tell the patient. Also, no mris for one year.